Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician experienced difficulty positioning the attempted right atrial (ra) lead and that too much blood had ingressed into the lumen. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.